Event description:
It was reported during implantation of the patient's implantable neurostimulator (ins), high impedances (open circuit) were observed. Multiple troubleshooting attempts were made where the physician disconnected the leads, wiped off and re-inserted with no resolution to the open circuit. A new ins was then implanted which produced normal impedance measurements. No patient injuries were reported and the outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator , serial number (B)(4), found no anomaly.